Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was implanted during a pelvic floor reconstruction with uphold lite including cystocele repair procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced a urinary tract infection and was treated with cephalexin. The event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, possibly related to the mesh, and not related to the delivery device. On (B)(6) 2016, the patient experienced a urinary tract infection. She was treated with clindamycin and the event resolved on (B)(6) 2016. The investigator assessed the event as moderate in severity, pelvic floor related, probably related to the procedure, possibly related to the mesh, and not related to the delivery device.

Manufacturer narrative:
Block a1: patient ID: (B)(6). Blocks f10 and h6: patient code 2120 captures the reportable event of urinary tract infections. Block g3: study name: u8090 uphold lite. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b7, d4, and h4 updated based on the additional information received. For update on block b5, the event of urinary tract infection with onset date (B)(6) 2016 for this patient was previously reported under MFR. Report 3005099803-2016-03522. Any new event information will be sent under MFR. Report 3005099803-2016-03522.

Manufacturer narrative:
The complete patient ID number is(B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was implanted during a pelvic floor reconstruction with uphold lite including cystocele repair procedure on (B)(6) 2016. According to the complainant, on (B)(6) 2016, the patient experienced urinary tract infection and was treated with cephalexin. The event resolved on (B)(6) 2016.